Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet had an issue when tried to issue any medication for any patient it prompted for two fridge keys. A technical support specialist logged into the cabinet, replaced the 2.4.2.26, ran master upgrade, restarted the cubex application and customer logged back into the application and was able to issue 2 different items without asking for the key or witness. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower had a workflow error. The customer noted when trying to issue any medication, for any patient it prompts for two fridge keys. While attempting to take tyndeolacetaminophen 500mg as a sample, the system first prompted for validation code then prompts for fridge key one, skipped, then fridge key 2, before getting to medication. There were no adverse events or injuries reported based on this incident.